Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, g1, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma.

Event description:
Patient reported left side "was diagnosed with fluid build-up in breast," "now has a tumor," pain and "problems." Device remains implanted.